Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched display window, broken belt clip slot at battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that she received a weak battery battery alert on the insulin pump; she changed the battery and received a button error alarm. Blood glucose value was 130 mg/dl before breakfast. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.